Manufacturer narrative:
This patient received left tmj devices in (B)(6) 2018. The patient started to experience limited opening. A CT scan showed that the patient had developed heterotopic bone medial to the fossa component. On (B)(6) 2019, the surgeon removed the patient's left tmj devices, debrided the joint, and placed a spacer into the joint space. The surgeon plans on placing revision components at a later date.

Event description:
The patient's left tmj devices were removed due to heterotopic bone.